Event description:
Additional information was received that indicated that the patient's seizures resolved after a prophylactic battery change. No further information was provided.

Event description:
It was initially reported that the patient was having an increase in seizures, unknown if above or below pre-vns baseline. The patient had gone 105 days with no seizures and then had 5 seizures in july and 7 seizures in august. The patient was placed back on buspar at the end of august. She then when 2 weeks with no seizures and feels better since going back on buspar. Prior to the increase in seizures the patient was taken off of buspar and that may be the potential cause of the patient's increase in seizures. The patient had a generator replacement. Good faith attempts for more information and product return have been unsuccessful to date.

Event description:
Additional information was received that indicated that the hospital discards product unless there is a known issue and they are informed to save product ahead of time.